Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device change-out due to eri, high capture threshold was observed. All other lead measurements were good. Physician decided not to explant the lead due to the patient's age and high threshold was chronic. Programming changes were made. Patient was feeling well before and after the procedure.